Event description:
It was reported that this charging cable was sparkling. The said cable has been disposed. No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.